Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received bubbles in the reservoir. The customer's blood glucose was unknown at the time of incident. The customer's outcome pertaining to the complaint was make sure the needle is facing straight up and pull the plunger down a little more and flick the bubbles up & then push insulin out. The reservoir will not be returned for analysis.